Event description:
A male patient of unknown age in the EU presented with cardiomyopathy and received support by an impella 5.5 heart pump as bridge to durable lvad. During transportation in operation room the cable between pump and automated impella controller (aic) has been accidentially stuck and torn off from aic, followed by pump stop. A new impella 5.5 pump has been successfully implanted. Also, a new aic has been used, as the use of excessive force destroyed the plug that could not be removed from the aic. Patient stable afterwards.

Manufacturer narrative:
Pump has not been returned for investigation. Automated impella controller has been returned for repair / removal of plug fragments. From the information currently available, it can be concluded that the user unintentionally applied excessive force to the medical device. Should any new information be returned, a supplemental MDR will be filed.